Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) was found partially deployed and partially out of the shaft. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug was fractured and partially left in the delivery rod. The plug did not fall out of the exoseal vcd shaft upon removal from the patient, but it was found partially deployed and partially out of the shaft. The plug was not found fully inside the shaft, and the indicator wire was not visible when the device was removed. A non-cordis sheath was used. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic procedure performed using a retrograde approach. The physician was certified to use the exoseal vcd. Additional information was requested but not provided. One non-sterile vascular closure device 5f ¿ us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi, the deployment lever on the device was pressed and the plug was not present on the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The distal tip inner diameter was measured and compared. The results were within specification (passed) for the distal tip inner diameter (ID ) specification of 0.0610 ± 0.0015¿. The tests were successful, confirming that the plug did not overload the molded plunger disk, the internal components showed no damage upon examination, and the trigger was properly engaged with the left case slot. No microscopic analysis was conducted, as the required tests were covered by the functional analysis. The reported event by the customer as ¿vascular closure device (vcd) ¿ deployment difficulty - partial deployment¿ was not confirmed since the unit was received completely deployed. The tests were successful, confirming that the plug did not overload the molded plunger disk, the internal components showed no damage upon examination, and the trigger was properly engaged with the left case slot. Additionally, the inner diameter of the delivery shaft distal tip was measured and it was within specification. Procedural, patient related and/or handling factors might have contributed to the condition found on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Vessel characteristics, such as the calcification reported, may also have been a contributing factor. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was found partially deployed and partially out of the shaft. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug was fractured and partially left in the delivery rod. The plug did not fall out of the exoseal vcd shaft upon removal from the patient, but it was found partially deployed and partially out of the shaft. The plug was not found fully inside the shaft, and the indicator wire was not visible when the device was removed. A non-cordis sheath was used. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic procedure performed using a retrograde approach. The physician was certified to use the exoseal vcd. Additional information was requested but not provided. The device will be returned for evaluation.